Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 380mg/dl, with blurred vision, unspecified ketones, and symptoms of dehydration, associated with an alleged button keypad issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the up arrow, down arrow, contrast, and ok buttons were under responsive, and caused the patient to experience an under delivery of insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a button keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2018 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. The pump was opened and there were no intermittent conditions found on keypad flex connector. The keypad connector latch was secure. The investigation was unable to duplicate the initial complaint about an unresponsive keypad. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The total daily doses added up correctly and reflected the user¿s programmed basal rates. Unrelated to the initial complaint, the display screen was dim and discolored. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.